Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the vents were covered. Customer cleared vents and the alarm cleared. The customer's blood glucose was 270 mg/dl. Reportedly, customer reloaded the cartridge and insulin delivery was resumed.